Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system and confirmed that the foot switch connection to the table came loose. The customer tightened the connection. After that a philips service engineer visited on-site and found that there was no fault. Fse confirmed with the customer that the foot switch plug was loose and tightened. After tightened the connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wired footswitch is intermittently not able to do exposure. A philips remote service engineer spoke with the customer and confirmed that the foot switch connection to the table came loose. The customer tightened the connection and returned the system to good working order. There was no report of harm. Philips has started an investigation of this complaint.